Event description:
It was reported that during equipment testing conducted prior to the start of a surgical procedure, an air leak was discovered in the hose portion of the pneumatic drill. No oil leakage from the device was reported. There was no pt involvement and backup equipment was used to perform the scheduled procedure. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.